Event description:
Procedure: wedge resection. According to the reporter: the device was used to resect a staple line. It was reported that the handle was too stiff to squeeze and broke. The ins was released from tissue and further tissue was resected with another device.

Manufacturer narrative:
(B) (4). (B) (4).